Manufacturer narrative:
(B)(4). Batch #: n90134: the analysis results found that the mcl20 device was received empty. After the last clip is used, the instrument is designed to lock out. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ileac cutdown, multiple clips weren't completely forming when deployed and multiple clips were falling out of the jaws of the clip applier when deployed. This occurred with two like devices. A third like device was used to complete the procedure. There were no patient consequences reported.